Manufacturer narrative:
(B)(4). Correction: hospitalization box checked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from the lot. All available information was investigated, and the failure to advance the steerable guide catheter appears to be due to patient morphology. The reported perforation resulting in hemorrhage appears to be related to procedural circumstances as it was suspected that damage of the femoral artery had occurred. The reported patient effects of hemorrhage and cardiac perforation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the femoral artery damage and hemorrhage during advancement of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 3-4. The guide wire was inserted into the sgc and the sgc was straightened by applying a half turn of minus knob. While inserting the sgc into the groin resistance was felt; therefore, the physician stopped and retracted the sgc. When the tip of the dilator came out of the patient, a strong blood flow came out of the puncture. The physician supposed damage of the femoral artery had occurred. The sgc was removed and physician started compressing the area of the groin. The procedure was aborted due to bleeding complications at the groin. There were no clips implanted, mr remained 3-4. There was no device malfunction noted. The patient left the operating room in general anesthesia to the intensive care unit (ICU). The patient underwent surgical intervention for treatment. An additional procedure is scheduled for a later date. Reportedly, the patient was discharged in good condition. No additional information was provided.